Manufacturer narrative:
Article citation: williams, brian j., et al. Does bmp increase the incidence of perioperative complications in spinal fusion? A comparison of 55,862 cases of spinal fusion with and without bmp. Spine 2011; (10.1097/brs.0b013e318216d825). The date of death provided is an estimate; the date of death is unknown. The date of death was provided for emdr transmission purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Multiple products were implanted during the procedure. Although it is unknown if any of the devices caused or contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
It is unknown if the device caused or contributed to the reported event; we are filing this MDR for notification purposes.

Manufacturer narrative:
Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Post-operative complications were reported from a retrospective analysis of a multi-institutional, multi-surgeon database. The fusion cases were performed from 2004 to 2007 using bmp. A variety of fusion methods were used (anterior cervical, anterior/posterior, anterior thoralumbar, interlaminar facet, posterolateral, plif and tilf). The use of two different bone morphogenetic proteins (bmp) was noted in the literature article (bmp-2 and bmp-7); however the suspect bmp was not identified with a particular patient complication. Specific complications were collected in the database with a focus on the intra-operative and immediate post-operative periods. It was reported that one patient died from a pulmonary embolism. No further details were provided.

Event description:
Post-operative complications were reported from a retrospective analysis of a multi-institutional, multi-surgeon database. The fusion cases were performed from 2004 to 2007 using bmp. A variety of fusion methods were used (anterior cervical, anterior/posterior, anterior thoralumbar, interlaminar facet, posterolateral, plif and tilf). The use of two different bone morphogenetic proteins (bmp) was noted in the literature article (bmp-2 and bmp-7); however the suspect bmp was not identified with a particular patient complication. Bmp was used in 11,933 spinal fusion cases. The patients' average age was (B)(6) years, including pediatrics. The patients underwent spinal fusion for a variety of reasons (degenerative spinal disorder, kyphosis, scoliosis and spondylolisthesis). It was reported that one patient died from a pulmonary embolism. The patient had undergone anterior cervical fusion. No further details were provided.

Event description:
Post-operative complications were reported from a retrospective analysis of a multi-institutional, multi-surgeon database. The fusion cases were performed from 2004 to 2007 using bmp. A variety of fusion methods were used (anterior cervical, anterior/posterior, anterior thoralumbar, interlaminar facet, posterolateral, plif and tilf). The use of two different bone morphogenetic proteins (bmp) was noted in the literature article (bmp-2 and bmp-7); however the suspect bmp was not identified with a particular patient complication. Bmp was used in 11,933 spinal fusion cases. The patients' average age was (B)(6) years; the study included pediatrics. It was reported that one patient died from a pulmonary embolism.